Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the instrument, especially the jaw and the electrodes. The peek insulation shows no damages like chips or charring. In the next step we investigated the surfaces of the electrodes. Here we found welding points at the upper and the lower electrode, in opposite position. This is a clear hint for conductive material between the electrodes during the sealing process, which leads to an electric short and sparks. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the available lot numbers and the products found to be according to our specification valid at the time of production. There is one similar complaints against the same lot number. Conclusion and measures: without further knowledge about the circumstances we assume, that the instrument had conductive material (staple e.g.) Between the electrodes during the sealing process. The IFU points out to avoid conductive material between the electrodes during the sealing process. According to the IFU the following point needs to be observed: " do not start the process if there are conductive objects (e.g. Clamps, vessel clamps, clips, etc.) Between the instrument jaws." (Excerpt of the IFU). We assume that the root cause is most probably usage related. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with caiman. It was reported that during the seal it sparked. The surgery was interrupted and the device was not used again additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).